Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), with the patient presenting bradycardia as a result. The associated pacemaker was reprogrammed to a high capture threshold to ensure therapy delivery. This reduced the device expected longevity from 10.5 years to 3.5 years. At a later date, the lead was capped and surgically abandoned. A new rv lead was implanted. Technical services (ts) was consulted and discussed how the changes in the device programmed settings would affect longevity and the changes in the expected longevity would require a time period required to be reflected. No additional adverse patient effects were reported.